Manufacturer narrative:
Device evaluation summary: during visual inspection of the device, a crease was noted in the posterior view. Additionally two tears were located in the posterior view, the tear a was found within crease, measuring approximately 0.1 cm, and the tear b measuring approximately 3.5 cm, causing a deflation. Microscopic examination of the edges of the tear b revealed parallel striations consistent with a rupture with a sharp object. The evaluation determined that the deflation is consistent with a crease fold and instrument damage. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture.  It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per clinician review on 1/22/2020, breast lump is not required, therefore is omitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, additional information received indicated that the patient scheduled for removal on (B)(6) 2020. On (B)(6) 2020 new information indicated that doctor confirmed deflation on 1/8/2020 via physical examination. On (B)(6) 2020, additional information indicated that mammogram examinations reveled unspecified lump on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Concomitant products: mentor smooth round moderate profile, 475cc, cat#:3501680 sn#: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor smooth round moderate profile 475cc saline breast implants which the left side deflated after implantation. Patient reported left rupture, tender, unable to lay on left side, has to wear a special bra to lift up boob, because is smaller. The issue was confirmed via mammogram examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.